Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user from (B)(6) 2025 was reviewed. The last patient history buffer (phb) data point was created at 06:38:41 on (B)(6) 2025. The data showed that the system was used primarily in automated mode and while in automated mode the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values received by the pod from the sensor and the user inputs. The last estimated glucose value received by the pod was 106 mg/dl at 01:08:36 on (B)(6) 2025. Aberrant values were generated until 02:53:36 on (B)(6) 2025 when the sensor became inactive. The system responded appropriately, putting the system into automated mode limited after four missing cycles until the system mode was switched to manual mode at 02:08:36 on (B)(6) 2025. The system was used in manual mode with the pod receiving no blood glucose values through the last data point generated at 06:38:41 on (B)(6) 2025. The phb data showed that the system was correctly delivering the user's manual basal program while the system was in manual mode. No evidence of issues with the system were observed in the available data. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's physician reported the patient passed away while wearing a pod. The cause of death was reported to be unknown and under investigation. On a subsequent communication with the patient's mother, it was reported the patient's death was glucose related, and she alleged it was due to a device malfunction. No additional information was provided. If further information is received at a later date, a supplemental report will be submitted.